Event description:
Ambulance personnel were treating a pt who had been down for an unk period of time. The pt rec'd one countershock. The pt was not resuscitated. The rptr stated that the device did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability. When the event log was reviewed by paramedic's after the code, there was a question as to whether an inappropriate no shock advised decision had been rendered. The rptr is requesting an analysis be performed on the pt event log record from the device.